Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, ¿improper selection, placement, positioning, alignment and fixation of the implant components, or absence of, or nonfunctioning quadriceps mechanism may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components.¿

Event description:
It was reported that patient underwent an orthopedic salvage procedure on an unknown date. Subsequent radiographs revealed fracture of a proximal screw. There has been no reported revision to date. Additional information received reported that patient underwent a revision procedure on (B)(6) 2015 due to poly wear. During the procedure, the bearing was removed and replaced. The fractured screw was left in place.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that patient underwent an orthopedic salvage procedure on an unknown date. Subsequent radiographs revealed fracture of a proximal screw. There has been no reported revision to date.